Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo device. On 3/9 at 19:00 the sales representative received a call from a caregiver stating that the ventilator service required alarm occurred. The representative visited the patient and confirmed the alarm. There was no issue with the airflow or the device operation. At 20:30 the sales representative replaced the device with the same model. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated during the operational checking. The device's error log showed the ventilator service required alarm being logged relating to the internal or detachable li-ion battery is not charging due to a hardware fault for equal to or greater than 1 minute. The manufacturer service technician replaced the detachable battery and system printed circuit assembly (pca) board to resolve the issue. Additionally, internal check was performed and no abnormality was confirmed. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation required.